Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during insertion, resistance was encountered while advancing the long peel-away sheath through the distal iliac artery. As a result, the long peel-away sheath was removed. A shorter peel-away sheath was then selected, and the impella cp was advanced to the narrowed iliac segment and passed with some difficulty. However, when the pump was advanced to the level of the transverse aorta, it became stuck and could not be advanced further despite several attempts. The decision was made to remove the impella cp and proceed with a percutaneous coronary intervention without impella cp support. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event.

Manufacturer narrative:
D9: updated the devices return information. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
Corrected information has been provided in h3. Failure to advance: the cause of delivery issue was most likely due to tortuosity vessel condition preventing successful delivery of impella and kinked the cannula pump.